Event description:
Pt was revised to address pain and elevated metal ion levels.

Manufacturer narrative:
Corrected: correction/removal reporting number. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
Patient was revised to address pain and elevated metal ion levels. Update patients operative reports received. Records indicate upon revision mild corrosion was noted around the morse taper. The stem and sleeve were added to the product pages and the complaint re-opened. Update litigation alleged the asr hip was explanted due to pain, swelling, inflammation, damage to surrounding bone and tissue, a lack of mobility and other injuries due to the excessive levels of chromium and cobalt.